Event description:
It was reported that syringe 5ml ll tip bulk convenience pak had incorrect label information. The following information was provided by the initial reporter: material no.: 309703, batch no.: 0121547. It was reported that the bd sterile syringe conventional trays have multiple expiration dates.

Manufacturer narrative:
H.6. Investigation: a complaint of incorrect expiration date was received from the customer. A photo was provided to aid in the investigation of this defect. It was observed that there were two different expiration dates on the tyvek; the customer complaint was confirmed. The root cause was determined as human error during preparing the labels for printing. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria, and all the labels that are keep as part of the DHR has the expiration date of 03/31/2025. This is the second complaint for label content incorrect on material 309703 & batch 0121547. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll tip bulk convenience pak had incorrect label information. The following information was provided by the initial reporter: material no.: 309703, batch no.: 0121547. It was reported that the bd sterile syringe conventional trays have multiple expiration dates.